Event description:
It was reported that the device reached elective replacement indicator before four years. The left ventricular lead was also noted to have high thresholds. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator, (B)(6) 2011; 6947 implantable tachy lead, (B)(6) 2008. (B)(4).